Event description:
The manufacturer received info alleging a ventilator has a defective ac connection. The device was in pt use. There was no pt harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.